Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an electrode pulling technique (heart) procedure on the (B)(6) male patient, the surgeon extracted the electrode and found the locking stylet was detached. The procedure was successfully completed with other equipment. The locking stylet has been removed from the patients body. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation although it was advised product would be returned, as of 03 march 2016, no product was returned for evaluation. However, during the course of investigation, a review of the complaint history and device history record was conducted. A review of manufacturing records for the device were reviewed, and no signs of nonconformity were found. A review of quality control records were reviewed, and all components tested met acceptance criteria. As the device was not returned, a full investigation could not be performed. There is no indication that the fracture was caused by nonconforming material, misuse of the device, or an undetected quality issue. Without more information about the device's use or the device itself, the root cause of this complaint cannot be determined. We will continue to monitor this device.

Event description:
During an electrode pulling technique (heart) procedure on the (B)(6) male patient, the surgeon extracted the electrode and found the locking stylet was detached. The procedure was successfully completed with other equipment. The locking stylet has been removed from the patients body. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.